Manufacturer narrative:
Complaint sample was discarded by the customer and product lot number is unknown; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint is considered closed at this time.

Event description:
Sales rep. Called and informed that: "customer reported that edsiii sample port cracked and broke off during use. Edsiii system was replaced with the exception of the catheter. No other information available at this time. Product was discarded by the hospital". Please send a warranty replacement to the sales rep.